Manufacturer narrative:
The application specialist observed the customer refilled the procell and cleancell bottles and found the color changed and the smell was very strong. The smell was typical of when procell and cleancell solutions are mixed. Per product labeling, refilling of the bottles is not permitted due to possible mix up of reagents, expired onboard stability, and contamination. As the issue did not reoccur and the analyzer is working according specification, it was most likely that incorrect reagent handling caused the discrepancy.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low troponin t hs results for multiple patient samples. Specific data were provided for two patient samples. Patient 1: the initial result was 3.00 ng/l with a data flag. The same sample was tested on another c6000 analyzer and the result was 9.06 ng/l. The customer did not believe the first result and did not report it outside of the laboratory. The patient was not adversely affected. The customer found the volume of the precleanm bottle was not correct. All auxiliary reagents (procell, cleancell and preclean) were replaced and qc was performed with acceptable results. The field service representative replaced some of the valves on the analyzer. After the service visit, the customer had another occurrence of questionable results. For most of the samples, the result was flagged as below the measuring range for the assay. Patient 2: the customer repeated one of the samples on the other c6000 analyzer. The initial result was <3 pg/ml and the result from the other analyzer was 186.2 pg/ml. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The customer replaced all auxiliary reagents again and the results were then correct. The field service representative suspected the preclean reagent was becoming contaminated during use. The reagent lot number was 176452 with an expiration date of 12/31/2017.